Event description:
It was reported that the patient died. The target lesion was located in the proximal to ostial right coronary artery (rca). A 3.00 x 48 mm synergy was advanced and deployed. Due to the fibrotic nature of the plaque the stent could not expand completely. A 3.50 x 20 mm synergy was then deployed in the unexpanded area near the rca ostium and post-dilated with a 4.00 x 12 mm non-compliant balloon at 24 atmospheres. The lesion still could not be opened completely. Post procedure, the patient was shifted to the intensive care unit and 45 minutes later the patient's blood pressure dropped suddenly. The doctor tried to revive the patient via cardiopulmonary resuscitation, defibrillation and a ventilator, but the patient died. The official cause of death was heart failure.

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that the patient died. The target lesion was located in the proximal to ostial right coronary artery (rca). A 3.00 x 48 mm synergy was advanced and deployed. However, due to the fibrotic nature of the plaque the stent could not expand completely. A 3.50 x 20 mm synergy was then deployed in the unexpanded area near the rca ostium and post-dilated with a 4.00 x 12 mm non-complaint balloon at 24 atm. The lesion still could not be opened completely. Post procedure, the patient was shifted to the intensive care unit and 45 minutes later the patient's blood pressure dropped suddenly. The doctor tried to revive the patient via cardiopulmonary resuscitation, defibrillation and a ventilator, but the patient died. The official cause of death is heart failure.

Manufacturer narrative:
E1 initial reporter address: (B)(6), gidc media review: the device was not returned for analysis, however, media provided by the customer was reviewed by boston scientific medical personnel. The right coronary artery (rca) appeared occluded at beginning of the procedure. The following images show a large calibre stent, which appeared reasonably well deployed. A subsequent picture showed another balloon with minor under-expansion in the proximal rca. Based on the length of the balloon, it was suspected that this represented deployment of the second stent. The interim angiographic result showed timi 3 flow in the rca. The degree of stent under-expansion appeared minor, and most likely occured on the basis of underlying fibro-calcific disease and not device failure. It is unlikely that this contributed to the death of the patient given the large diameter that was achieved.